Event description:
Received an electronic report from a peritoneal dialysis rn, she reported that her pt had found fluid leaking out, while the del clamp was applied. The pt reported symptoms of abdomen pain and cloudy effluent to this rn in 2007. A culture was obtained. The pt was diagnosed with peritonitis. The patient was prescribed ceftazadime and vancomycin 2 gm both administered intraperitonally. Also reported, was this pt is recovering. The culture results have indicated no growth, but did indicate elevated wbc's and increased neutrophils. There is a companion sample for eval. This patient is able to continue peritoneal dialysis with no further ill effect related to this incident.